Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this pt experienced a heart perforation. The pt felt symptomatic and had complete loss of capture on this lead. The lead was removed from svc and replaced. To date, there have been no additional adverse pt effects reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reported and updated as necessary.